Manufacturer narrative:
Electrical testing found internal short between the connector pin and ring electrode conductors. Visual inspection of the distal region found the ptfe liner damaged under the ring electrode. The cause of the reported event was isolated to the ptfe liner being damaged/abraded. The reported event of noise problem was confirmed.

Event description:
It was reported that the asymptomatic patient¿s right ventricular lead was conveying noise beginning, per merlin.net, on (B)(6) 2017. The right ventricular lead was explanted and replaced on (B)(6) 2017. It was further reported that the patient¿s left ventricular lead was exhibiting high capture thresholds. Fluoroscopy revealed the left ventricular lead had pulled back with its tip near the coronary sinus. As the pocket was already open, the physician explanted and replaced the patient¿s left ventricular lead. The patient was stable during and subsequent to the procedure.